Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. Reportedly, the procedure was successfully completed without any issues of the device. According to the complainant, the patient was having flu-like symptoms when the procedure was performed. Two weeks following the procedure, the patient developed lower abdominal pain. An examination was done which turned out negative so the patient was sent home. After a week, the patient returned with complaints of nausea, vomiting and left lower quadrant pain. She was admitted and was started on ancef and flagyl for suspected endometritis. At that point, the patient was already having fever. CT scan showed a possible inflammatory enteritis and was suspected to be crohn's disease. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.